Manufacturer narrative:
Investigation results & findings (natus complaint # reference sr# (B)(4)) DHR review review of part asset under customer's account shows warranty for this item was offered in 2014. DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Service record review: service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Product examination & functional testing product received in house to be recycled, no repairs done. CAPA tredning review there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint trending review per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review per information found on adverse event reporting review form, ref (B)(4) rev 15, hazard ID 6.7, severity - 11, moderate risk. This issue will be continued to be monitored.

Event description:
Computer won't power on. No lights. A burning smell was detected from components also.

Manufacturer narrative:
Computer won't power on. No lights. A burning smell was detected from components also. A questionnaire was sent to the custome rto gain more information on the complaint. The date in which the event / procedure took place was the 30th january 2020. The procedure was delayed due to having to get another eeg cart. Name of natus device in use: w7 64b eeg desktop pc q67 (f), part number of device : 713-420900f, device serial/lot number: (B)(6). The issue was not reported to any other regulatory agencies. The defective device has been returned for investigation but results are not yet available.

Event description:
Computer won't power on. No lights. A burning smell was detected from components also.

Manufacturer narrative:
Patient information - no patient injury reported, device malfunction occurred. Date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Computer won't power on. No lights. A burning smell was detected from components also.